Manufacturer narrative:
The device is expected to be returned. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the wing of the silent nite 3d sleep appliance fractured. The patient received and first used the appliance on 12/2024 (no day provided), in late may 2025 (no day provided) and reported that "one day looked at the appliance and the upper right attachment for band placement was gone, unable to place band for use. Left side was not compromised". Patient was unable to use appliance. No patient harm or injury reported. It is reported that the device was maintained by cleaning with hand soap and soft bristle toothbrush, air dried when not in use.

Manufacturer narrative:
Additional information: d4. The device has not been received, however, the non-visual device evaluation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. However, a picture was provided by the customer. The picture was reviewed and it appeared that an anchor was broken off. Root cause description. Based on the complaint description, a definitive root cause could not be established. Av potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer reference: (B)(4).